Event description:
It was reported that the patient presented to the clinic with complaints of chest pain and presyncope. Upon device interrogation, the right ventricular lead exhibited noise. Holter monitoring was done on (B)(6) 2017. The lead was capped and replaced on (B)(6) 2017. The patient was in a stable condition before, during and after the procedure.